Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will continue using the current pump while having a multiple daily injections backup plan. A replacement pump with updated software was sent to the customer, and guidance on the necessary steps was provided.